Manufacturer narrative:
G4: 16jun2020, b4: 28aug2020. Per the field service engineer (fse) since the unit is out warranty. The customer refused to pay for the part and service. No repair was performed on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jun2020.

Event description:
The customer reported touchscreen failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.